Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was noted that the patient never had therapeutic effect. It was noted that the symptoms began to occur 2-3 weeks prior to report. It was noted that it worked well up until a month ago. It was noted that the patient¿s spouse increased stimulation to 3.5, but any higher and it became uncomfortable. It was noted that the symptoms occurred over the past month prior to report. It was noted that they discovered that the implantable neurostimulator (ins) was turned off for ¿a few days.¿ additional information received reported that the cause of the event was unknown and it was unknown which device caused the event. No surgical intervention was reported. It was reported that the patient was not hospitalized. It was reported the patient¿s device was not working. It was stated it worked pretty good when they first got it. It was noted the patient reprogrammed it twice but it still didn¿t work. It was stated it worked for about 2-3 weeks after implant and then the patient¿s symptoms were coming back. Reportedly, the patient saw the nurse for reprogramming about three weeks prior to report. It was noted they tried to reposition and adjust it. It was stated the implant was not working and the patient felt stimulation when they turned it up but it was in the wrong location.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3093-28, lot# va06nfh, implanted: (B)(6) 2013, product type: lead. (B)(4).